Manufacturer narrative:
Pump received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads, partially detached retainer, cracked select button keypad overlay and minor scratched lcd window. No cracks on the screen noted.

Event description:
It was reported that the insulin pump had cracked and scratched on screen. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.